Event description:
It was reported by service report that the stretcher would not raise from its lowest point due to the base hood being out of place and pushing on the release pedals on the right side. No pt involvement or adverse consequences are reported.